Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 198 mg/dl. The customer stated that she was unsure whether she had received the full bolus. Upon troubleshooting, the insulin did exit during a fixed prime. The customer stated that the infusion set cannula was slightly bent and it had been inserted manually. She changed the infusion set and noted that her daughter would help her complete a full set change later. Advised return of the infusion set for analysis. Nothing further reported.